Manufacturer narrative:
The alleged device was not returned to the manufacturing plant for physical evaluation. The alleged event cannot be confirmed. Information on system and system settings/techniques is unavailable. Therefore, it is undeterminable if the treatment provider used the correct system settings/technique as described in the treatment guidelines for the laser in use. Untoward responses listed in operator manuals for laser hair removal include burning, blistering, scabbing, crusting, hyperpigmentation, hypopigmentation, purpura and/or herpes simplex activation -- in rare cases, scarring may result. Therefore, the most probable cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
On (B)(6) 2019 a female patient reported having laser hair removal treatment on both of her legs on (B)(6) 2017 using an unspecified candela laser system. Patient reports she felt a burning sensation in the treatment area on both legs. It was reported that the patient experienced pain for several weeks, blistering, second-degree burns, and scarring resulting from the laser hair removal treatment. There was no indication that the patient received medical intervention.